Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 592 mg/dl. The customer's current blood glucose is 318 mg/dl. Customer¿s blood glucose level was 820 mg/dl at the time of the incident. The customer stated that the blood glucose went from 96 mg/dl to over 600 mg/dl. The customer states that when he left hospital blood glucose level was 449 mg/dl. The customer also states that his blood glucose was 825 mg/dl. The customer was treated by insulin pump. Troubleshooting was done for high blood glucose and customer reports they have a back-up plan available. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed delivery accuracy test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.